Event description:
Per the clinic, the patient experienced discomfort subsequently, underwent a receiver/stimulator repositioning surgery on (B)(6) 2024 to reposition the implant higher. The implanted device remains.

Manufacturer narrative:
Per the clinic, the repositioning surgery was performed under general anaesthesia.